Manufacturer narrative:
The last calibration was performed on (B)(6) 2023 and was acceptable. The qc data provided by the customer is within the customer's ranges before and after the event. Field service adjusted the water pressure and gear pump pressure. He also cleaned and replaced parts and checked the system. He ran successful performance tests. The investigation determined the intervention performed by field service solved the issue. Na.

Event description:
We received an allegation of discrepant results using the elecsys troponin t gen 5 stat assay (tnt) on a cobas 6000 e601 analyzer. The initial tnt was 18 ng/l. The sample was repeated with a result of < 6 ng/l. The repeat result was determined to be correct. The tnt reagent was lot 63480601 with an expiration date of 30-sep-2023.